Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 11, 2022, mentor received additional information regarding the device explantation date. The device explantation date has been updated to (B)(6) 2022. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On january 24, 2022, mentor received additional information regarding the device explantation date. The device explantation date is (B)(6) 2022. Reason for device explant and/or reoperation: deflation. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 04, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was noted within the crease/fold on the posterior view, measuring approximately 1.0 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected on the valve during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 525cc mentor smooth round moderate profile saline breast prosthesis and experienced breast pain and deflation on the left side post-operatively. The patient reported a possible defective valve. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.